Manufacturer narrative:
(B)(4). Batch # n53k0w. Additional information was requested and the following was obtained: what type of procedure was the device used in: no information provided; please describe the stapling error reported: no information provided; did the device lock out and could not be fired (would not fire) or did the device start to staple and cut, but then jammed and the staple and cut lines stopped at approximately the same place (partial fire) or did the device deploy staples, but did not cut (cutting issue): it didn¿t go further after cutting about 1-2cm; how was the procedure completed: it was completed by using other like device. The analysis results found that the ntlc55 device was received in good visual condition and with a cartridge present. The cartridge was locked and with 1 drivers up. In addition the left fork was damaged, this damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, stapling error - not to advance knife. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.